Event description:
Patient had a custom shoulder glenoid baseplate designed due to severe bone loss and revision. Intraoperatively, the fit of the baseplate to the patient's anatomy was not satisfactory and the surgeon did not proceed with the operation. The CT scan had a large amount of metal artifact, which concealed the presence of bone in the area of interest and led to a baseplate design that accounted for more extensive bone loss than was actually present. Additionally, a group of fragments which were intended to be removed has healed back into the scapula. The surgeon provided a new scan without hardware present for a redesign and subsequent surgery.

Manufacturer narrative:
While there were no physical production issues with the devices provided for surgery, the devices provided did not match the patient's anatomy as intended. There is a known risk for patient specific implants of the provided devices not matching the anatomy, particularly for revision surgeries.